Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. With the given information we are not able to investigate the case. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that a revision surgery was performed due to loosening and breakage of the acetabulum implant. It is also reported that in this occasion the femoral head was also changed in order to maintain the best geometric fit.